Manufacturer narrative:
(B)(4). Approximate age of device ¿ 87 days. (B)(4). Device evaluation: thrombus was confirmed through the evaluation of the pump. The pump was returned assembled with the driveline cut approximately 5.5 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s hemolysis and worsening heart failure. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The device passed all electrical and functional testing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department with complaints of progressive shortness of breath which was worse with exertion, and the patient experienced chest pressure. The patient had worsening heart failure, elevated lactate dehydrogenase level, lactate, and poor renal perfusion. The patient began deteriorating due to hemolysis. A subcostal pump exchange was performed on (B)(6) 2016 due to pump thrombus. Inr at time of exchange was 3.3. It was reported that there was a visible thrombus on the rotor of the pump. No additional information was provided.